Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 650cc mentor memorygel breast implant prostheses and experienced postoperative bilateral capsular contracture (grade unknown). A healthcare professional stated that the right-sided capsular contracture is worse than the left-sided. The diagnosis was confirmed by a healthcare professional when the patient went in for a consultation on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with non-mentor breast implants. The devices were discarded upon explantation, and they are not available for evaluation. This report is for the right prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Initially, the manufactured date was reported as (B)(6) 2015. However, after the mre was performed, it was found that the actual manufactured date is (B)(6) 2015. The relevant field has been updated. Manufacturer's reference number: (B)(4).